Event description:
It was reported that the patient experienced an increase in their tremor and impedances of >2000 ohms were measured on their implantable neurostimulator (ins). The physician decided to replace the ins which was performed on (B)(6) 2012. The settings before the procedure were noted as follows: 2.0 volts, 130 hz, 400 usec, and used 24 hrs/day. During the procedure, it was observed that liquid 'flooded out' from the extension connection and the screw hole when removed. After wiping off the liquid, impedances and the current value did not resolve and a lead replacement procedure was performed on (B)(6) 2012. It was suspected that the lead was fractured so it was explanted and a new lead placed. Impedance measurements taken were within normal range. It was reported that the operation was successfully completed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 7426 serial (B)(4) showed no anomalies. The device functioned properly throughout the 100 hours of testing a body temperature. It was set to the parameters that were present when received for analysis. The output was monitored across a 510 ohm load between the case and electrode #0.

Manufacturer narrative:
Product type extension. Product ID 3387-28, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead.